Event description:
Hill-rom rec'd a complaint on one of it's sold flexicair eclipse low airloss therapy units where the customer alleged the device caught fire where the power cord plug into the device appliance inlet receptacle. The customer unplugged the device from the wall outlet and this extinguished the fire. A hill-rom service technician was dispatched and performed an onsite investigation and found the device resting upright on the floor parallel to the length of bed. He observed black char marks on the carpet floor and the device surrounded by a saturation of fluid that smelled and looked like urine. The technician indicated the device may have been urinated on by the customer's pet dog which may have contributed to the alleged fire. The technician then removed the device from the account and shipped it to hill-rom engineering for a root cause investigation. A f/u report will be submitted once this investigation is complete.